Event description:
A malfunction occurred with the customer's pump, indicated by the malf 16 code, but there was no reported adverse impact to the customer's blood glucose level. The customer decided to use multiple daily injections (mdi) as a backup method to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and arranged for a replacement pump to be sent. The customer was instructed on how to put the malfunctioning pump into storage mode before returning it via a pre-paid label, and they understood and acknowledged these instructions.